Event description:
The consumer was allegedly injured when the cane they were using allegedly gave way, causing patient to fall. Serious injury is alleged.including severe lacerations and plastic surgery to correct.